Event description:
Intermittent noise on the rv channel during follow-up was reported. Noise was primarily seen during rv pacing and was not noted during sensing. Postural and isometric testing also revealed no noise during intrinsic rhythm. A ven. Monitoring recording transmitted to the hmsc on (B)(6) 2022 showed non-physiologic deflections on the rv and ff channels and intermittent noise. Lead is currently implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Lead partially capped on (B)(6) 2024: noise was observed on the rv lead resulting in inappropriate shocks. Rv p/s and shocking coils were capped, but ra sense was connected to the new generator. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.